Event description:
It was reported " catheter has clotted central lumen, poor augumentation". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint that the "catheter had clotted central lumen" is confirmed. During the investigation, the iabc central lumen aspiration/flush test was unsuccessful, and the central lumen was blocked from dried blood during the guidewire test. The blood built up in the central lumen may have resulted from not maintaining the patency of the central lumen. Unrelated to the reported complaint, the returned iabc bladder was found withdrawn through the teflon sheath and buckling was noted to the sheath extrusion. This indicates the user did not follow the instructions for use (IFU) and could result in damage to the device. As a result, an in-service has been requested to review the IFU with the customer. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the blocked central lumen. The root cause of the blocked central lumen is undetermined. The most probable potential cause is user related. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported " catheter has clotted central lumen, poor augumentation". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).